Event description:
It was reported that the patient experienced repeated post-meal blood glucose drops in the mornings with cgm ¿urgent low soon¿ alerts after unannounced meals, and fingerstick readings were 80 mg/dl and 88 mg/dl after treatment with oral glucose, while the pump delivered approximately 1.6 units during a peak around 222 mg/dl, consistent with corrective insulin delivery; the scenario involved user interaction with the ilet and its user interface. Symptoms included hypoglycemia. Outcomes included a serious illness/impairment classification and unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user or caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem associated with improper or incorrect procedure, specifically missed meal announcements affecting insulin delivery, with the user interface being the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. Thank you for the detailed information, which supported a focused assessment.